Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. D4 batch #: a9d35g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the 6-32 stud damaged. No functional testing could be performed due to the device could not be attached to the test instrument. The handpiece was disassembled to verify the condition of the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. It is possible that the stud got damaged as a result of dropping it.

Event description:
It was reported that during an unknown procedure there was a replace instrument error message. There was no patient consequences identified when this complaint event was captured.